Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced occlusion at infusion set site. Moreover, the site was front of patient's thigh. No further information available.